Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive laser device sparked at the until, not at the handpiece. The issue occurred during a therapeutic laser lip procedure. There was a delay of less than thirty minutes and the procedure was completed with replacement device. There were no reports of patient harm.

Manufacturer narrative:
Correction: g1. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.